Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer, and it was reported that the system was unable to start up and system interface stopped at 00:00. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.